Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(6), 2010. According to the complainant the patient had a malignant tumor. The anatomy was slightly tortuous; however no dilatation was performed prior to the stent placement. During the procedure, the stent device was delivered to the target site and deployment was started. The stent was only able to be partially deployed inside the patient. It was reported that the deployment suture did not get caught or tangled on anything during deployment. The partially deployed stent was removed from the patient without issue, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(6), 2010. According to the complainant the patient had a malignant tumor. The anatomy was slightly tortuous; however no dilatation was performed prior to the stent placement. During the procedure, the stent device was delivered to the target site and deployment was started. The stent was only able to be partially deployed inside the patient. It was reported that the deployment suture did not get caught or tangled on anything during deployment. The partially deployed stent was removed from the patient without issue, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The stent had been fully deployed from the device on its return for analysis. The delivery system and deployment suture thread were also returned. No issues were noted with the profile of the deployed stent, delivery system or deployment suture thread which was intact. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was fully deployed from the device on its return. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.